Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. A 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the tip of the stent strut appeared to be lifted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.